Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing. Pump received with cracked battery tube threads and cracked case behind the pump near the battery compartment. Pump received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing. Pump received with cracked battery tube threads and cracked case behind the pump near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown. They reported that the battery compartment was cracked. The insulin pump will be returned for analysis.